Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed variation in pump power and estimated flow, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted system controller log files captured data from (B)(6) 2019 10:19:04 pm through (B)(6) 2019 08:22:48 pm. From the beginning of the data through (B)(6) 2019 01:52:35 pm, power was an average of approximately 9.1 w and estimated flow was an average of approximately 7.5 lpm. Power and estimated flow reaching a maximum of 10.5 w and 9.0 lpm, respectively, during this time. In addition, 196 pi events were noted during this time, and the elevated parameters appeared to have been associated with these pi events. From (B)(6) 2019 09:43:12 pm through (B)(6) 2019 11:29:48 am, power and estimated flow appeared to have decreased to an average of approximately 8.0 w and 5.5 lpm, respectively. From (B)(6) 2019 05:45:25 pm through the remainder of the data, power and estimated flow appeared to increase to an average of approximately 9.5 w and 7.7 lpm, respectively. Despite the observed parameter elevations, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account reported that the patient was admitted on (B)(6) 2019 with hematuria, abdominal pain, an ldh greater than 3500, and plasma free hemoglobin up to 250. It was later communicated that the patient had clinical parameters consistent with pump thrombosis, and the severe abdominal pain had since resolved. In addition, the patient had gained over 200 pounds since implant, and it had been known for some time that the inflow cannula was no longer directly pointing towards the mitral valve (see cs-094063); however, the patient was not a candidate for pump exchange. An echo was performed, and it was noted that the aortic valve was opening each beat and the right ventricle was ¿severe¿. The patient was treated with intraventricular tpa, followed by IV tpa for 48 hours. Power had initially decreased from 8 w to 6 w with tpa, but it had increased back to 8 w. The patient was placed on a second round of tpa, but ldh was still 3500 and plasma free hemoglobin was 250. The patient was also on continuous renal replacement therapy with no urine, and liver function tests were rising. The patient was placed on comfort care and expired on 07feb2019 due to msof. The outcome was considered to be device related, as the pump was suspected to be thrombosed. It was also malpositioned due to extreme weight gain since implant. It was noted that the device did not operate as expected. Vad-12804 was not explanted and would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This IFU also provides information regarding anticoagulation therapy and the recommended inr range. In addition, this document outlines all pump parameters, and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Further, this IFU explains how to insert and orient the sealed inflow conduit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 2 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented with hematuria, abdominal pain and lactate dehydrogenase lever of 3500 u/l. And plasma free hgb pending. Status post, tissue plasminogen activator (tpa). The patient¿s clinical presentation shows signs and symptoms of possible thrombus on (B)(6) 2019, patient on second round of tpa lactate dehydrogenase still 3500 u/l, plasma free hgb 250, on continuous renal replacement therapy (crrt) with no urine, liver function test (lfts) rising." Additional information was requested but was not provided.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to multi-system organ failure. It was reported that the device was considered device related because the pump was suspected to be thrombosed. The pump was also malpositioned due to extreme weight gain since implant. The device did not operate as intended. No further information was reported.